Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion priming, excessive no delivery and displacement tests. (B)(4).

Event description:
Customer reported via phone call issues with the insulin pump and high blood glucose. Customer's blood glucose level went as high as 400 mg/dl and as low as 71 mg/dl. Customer advised they changed out their infusion set multiple times and experienced issues with fluctuating blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.